Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-04717. It was reported that on (B)(6) 2021 the patient experienced sudden and continuous low flows around 1lpm. It was later noted on computed tomography (CT) that the patient had an outflow obstruction. The patient's system controller was switched in the field to rule out mechanical failure by the system controller. A review of the log files by technical services confirmed the reported low flows, and it was noted that the blockage at the outflow would cause the flow to drop. The patient's vital signs were stable, with heart rate in the 70-80s bpm, blood pressures ranging from 100/60 (mmhg) to 120/80 (mmhg), and mean arterial pressures (maps) ranging from 70-90 mmhg. The patient remained asymptomatic, although imaging confirmed blockages that were nonthrombotic. The patient remained on the backup system controller, which performed the same as the primary. On (B)(6) 2021, 6 outflow graft stents were placed, and the patient's flows returned to 3-4 lpm after the stent placement. Low flow alarms returned later, persistent around 1315 on (B)(6) 2021, which are not abnormal as the patient has some degree of left ventricle recovery. A review of submitted log files by technical services found low flows intermittent with high pulsatility index (pi) events, which seemed to be physiological in nature. The pump was seeing a reduction in blood volume. There were no other unusual events within the log files, and the mechanical circulatory support (mcs) equipment was operating as expected.

Event description:
On (B)(6) 2021, the patient had a low flow software upgrade due to partial left ventricle recovery. The patient remained pulsatile and was asymptomatic with the persistent low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed an outflow graft obstruction that would have contributed to low flow alarms observed in the submitted log files. Additional low flow alarms were confirmed following the placement of stents in the outflow graft. Although a specific cause for the additional low flow alarms could not conclusively be determined through this evaluation the account attributed them to left ventricle recovery. It was reported that the patient had a sudden onset of continuous low flow alarms but was asymptomatic during the events. A computer tomography (CT) scan was performed and revealed an outflow graft obstruction. The patient¿s vital signs were stable with heart rate of 70-80 beats per minute (bpm). Their blood pressures ranged from 100/60 to 120/80 and mean arterial pressure ranged from 70-90. Per additional information from the ventricular assist device (vad) coordinator, 6 outflow graft stents were placed to reopen the outflow graft tract. The patient remained in the intensive care unit (ICU) following placement of the stents. Per additional information, following the placement of the stents the patient had recurrent low flow alarms. Due to concern of a relapse of the outflow graft compression, CT scans were performed and revealed that the outflow graft was not relapsed, and the stents were properly placed. Low flow software was installed on (B)(6) 2021 due to recurrent low flow alarms associated with left ventricle recovery. The submitted log files confirmed intermittent low flow alarms throughout the duration of the captured data on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. The calculated flow prior to placement of the stents was as low as 0.8 lpm. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The submitted photo revealed an obstruction to the outflow graft due to a compression. The compression appeared to be at the distal section of the outflow graft near the anastomosis. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Additionally, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.